Manufacturer narrative:
Review of the procedure's video clip was completed. Analysis of the video indicated that trocar bias and surgical technique contributed to the event. No other observations could be made based on the video provided. A complaint history review was completed. The electronic complaint system was searched for lot# 101314. There was one (1) similar complaint reported for this lot number by the same user facility. The IFU states that the safety and effectiveness of the istent inject trabecular micro bypass system has not been established for implantation of more than two stents in one eye. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that the patient underwent a left eye stent procedure, and the patient was a steroid responder. Postoperatively, the surgeon observed the three (3) stents well placed in the patient¿s eye.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation, but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that after attempt to implant the second stent from a trabecular micro bypass stent system, the surgeon withdrew the injector ¿in a sideway motion¿ which believed to have sheared off (broken) the trocar innadvertely. The broken trocar piece with attached stent were removed from the patient¿s left eye. A back-up device was used to complete the procedure. There was no patient injury.